Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger was not working. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation corrosion was discovered on the battery charger connector. The corrosion shorted several connector pins. The root cause for the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the corroded connector. The patient received a replacement battery charger.